Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited a backup vvi mode. No intervention was performed. Patient status was not reported.

Event description:
New information received notes that the patient presented remotely via merlin.net. The cause of the backup vvi was due to the corruption on the portion of the pacemaker. Programming changes were made to solve the issue. Patient was in stable condition.